Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. The complaint involved a cicu nurse requesting support for a kinked sensation plus 8fr 50cc iab catheter that had been in place for 27 days following insertion into the axillary artery. The patient had remained very mobile during this time, and a kink developed near the insertion site that could not be resolved despite troubleshooting efforts. Once the device reached 30 minutes in standby, further intervention was discontinued in accordance with protocol, and the clinical team decided to replace the catheter. No patient harm or injury was reported, and the device will be returned for evaluation. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the most likely root cause is mechanical kinking resulting from prolonged dwell time combined with repeated motion at the axillary insertion site. The extended duration of use, along with the high-mobility location, likely subjected the catheter to ongoing bending stress, leading to deformation near the insertion site. At this stage, there is no clear evidence of a manufacturing defect, and the event appears consistent with use-related mechanical stress, pending confirmation from product analysis. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
(B)(6) an rn in the cicu contacted the emergency support programme for assistance regarding a known kink in an intra aortic balloon iab catheter. The sensation plus 8 fr 50 cc catheter had been placed 27 days earlier on march 1st via the axillary artery and the patient had remained very mobile since insertion. Multiple attempts by clinical staff to relieve the kink near the insertion site were unsuccessful. At the time of esps initial contact the device had been in standby for 24 minutes and no additional troubleshooting was performed by esp once the 30 minute standby limit was exceeded. (B)(6) reported that the physician and care team were notified and planned to replace the iab catheter. She stated the removed catheter would be retained for return and inspection and would re contact esp if further assistance was required. No patient harm or injury was reported.

Manufacturer narrative:
(B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).